Event description:
It was reported that the atrial lead exhibited noise resulting in inappropriate mode switches. The lead also exhibited low impedance in bipolar configuration. The lead was capped and replaced during a device change out procedure. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).